Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation was due deflation. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified: total delamination of valve and white particles in device inner surface. A leak test was performed which identified delamination. A microscopic analysis was performed which identify: total delamination of valve and wear abrasion. Based on the device analysis the final assessment is: total delamination of valve due to adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.